Event description:
Increasing pain [pain]. Increasing effusion [effusion]. Case description: spontaneous report received on 27-aug-2010 from a company representative, regarding a (B)(6), female, patient. The patient had history of a knee video arthroscopy in march 2010. The patient experienced increasing pain and effusion after receiving synvisc-one. The patient received synvisc-one at the end of may 2010 on an unspecified date in an unspecified location. The hcp reported in the course of three weeks the patient experienced "increasing pain and effusion, puncture 25 ml". There was "no examination". The pain was "bearable after and sporty activities were possible". On an unspecified date in august 2010, the patient presented at the (B)(6). There was no pathological finding, no adverse reaction caused by the injection and the patient was advised to reduce physical activity. During the patient's presentation with a (B)(6) orthopedist, the patient reported she had no inflammation and was going to receive therapy with acupuncture. The patient's medication included oral medication with wobenzym and kytta ointment. The patient had a visit planned for october 2010 at the (B)(6). At the time of this report, the outcome of the patient was unknown. Manufacturer's comment: no further details were received. Further information has been requested.